Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the left anterior descending artery. The 2.25 x 8 mm mini vision stent delivery system (sds) was advanced, but could not cross an unknown previously implanted stent. The mini vision sds was removed without issue; however, it was observed that the stent had moved on the balloon. No other sds was attempted, and the lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device discarded/not returning (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance and unstable stent appear to be related to circumstances of the procedure.

Event description:
Updated case description: it was reported that the procedure was performed to treat a 99% stenosed, heavily calcified lesion in the left anterior descending artery. The 2.25 x 12 mm mini vision sds was advanced, but failed to cross due to the anatomy. A 2.25 x 12 mm non-abbott sds was used successfully. The 2.25 x 8 mm mini vision stent delivery system (sds) was advanced, but could not cross the previously implanted stent. The mini vision sds was removed without issue; however, it was observed that the stent had moved on the balloon. No other sds was attempted, and the lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.